Manufacturer narrative:
Unit received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.